Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device . Product ID: 3537, product type: programmer, patient. (B)(4) applies to both the ens and the lead. (B)(4) apply to the lead only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported the ens controller was unable to find the ens. Removing and reinserting the controller batteries did not resolve the issue, the . The patient reported that the trial never helped with the symptoms and that the patient had a hard time sleeping on their side because the device was in. The patient reported having the communication issue "sometime in (B)(6)" and on the day of the call the patient encountered the replace batteries screen. The patient also reported a fall in (B)(6) 2017 and was worried that the wires pulled out. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3057, product type: screening device. Product ID: 3537, product type: programmer, patient.

Event description:
Additional information was received from a hcp. It was reported that no diagnostics were performed in relation to the possible migration following the patient's fall. The patient had no improvement in their voiding dysfunction, however, the possible migration and poor communication were noted to be resolved.